Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granuloma, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a male patient. He was injected with radiesse®. After the treatment with radiesse®, the patient experienced a granuloma and a draining fistula. The patient came to the hospital for complications, and around the time of this report, an otolaryngologists removed radiesse® from his cheek. The outcome of the events was unknown.